Event description:
The surgeon was using the acetabular finish impactor and the plastic tip cracked and broke off inside the patient. The piece was retrieved. An x-ray was taken at end of the case for implant placement. No fragments detected. The two broken pieces were checked and fit together.